Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a foreign object was seen in heparinized saline during aspiration of the flexcath contour side port. After removing the pulseselect catheter from the patient's heart, the physician aspirated and flushed the flexcath contour sheath prior to inserting the  catheter to complete a post map. During this process, several small foreign objects were noticed in the syringe. The sheath was aspirated until clear of foreign objects and flushed with normal saline to clear the side port of blood. The foreign objects were flushed onto gauze for better visualization, but identification of the particles was not possible. Additionally, a current detection leak warning occurred on the carto system during ablation, requiring the carto mapper to disconnect all cables to reset the system. Another manufacturer's wire was repositioned near the catheter, as it was suspected it was causing interference. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a cardiac ablation procedure, a foreign object was seen in heparinized saline during aspiration of the flexcath contour side port. After removing the pulseselect catheter from the patient's heart, the physician aspirated and flushed the flexcath contour sheath prior to inserting the  catheter to complete a post map. During this process, several small foreign objects were noticed in the syringe. The sheath was aspirated until clear of foreign objects and flushed with normal saline to clear the side port of blood. The foreign objects were flushed onto gauze for better visualization, but identification of the particles was not possible. Additionally, a current detection leak warning occurred on the carto system during ablation, requiring the carto mapper to disconnect all cables to reset the system. The catheter was repositioned. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files and the 10fcc13 sheath with lot number 0012443540 were returned and analyzed. The received log files didn't correspond to the reported event date. The returned images showed: 1- debris on bloody gauze 2- debris on white surface. Visual inspection of the sheath handle area was performed. The inspection identified a kink at the side port tube. The steering mech anism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The borescope inspection of the shaft revealed polytetrafluoroethylene (ptfe) delamination within the shaft. In conclusion, the reported foreign material issue was observed in the data files. The sheath failed the returned product inspection due to a side port tubing kink and ptfe delamination. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.